Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 185 mg/dl, 68 mg/dl, 85 mg/dl, 50 mg/dl, 56 mg/dl, 107 mg/dl and 58 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter's memory, however they were not taken within 10 minutes. Note that the serial number initially reported (B)(4) differs by one character from serial number for meter that was returned (B)(4).